Event description:
It was reported that the 9900 system had an interlock failure error message prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.